Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per axium¿ prime detachable coil and axium¿ i.d. (Instant detacher) instruction for use: do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil detached without tried to detach by the detacher or manual detachment. The implant coil migrated to the artery and was removed by a medtronic retriever stent. Another coil was used to complete the procedure successfully. No patient injury was reported as a result of the event. The implant coil was discarded. The patient was undergoing embolization treatment for an unruptured saccular aneurysm measuring 6 mm x 8 mm located in the internal carotid artery. The patient¿s vasculature was severe in tortuosity and the blood flow was normal.